Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed. Programming changes were recommended. The patients condition is good.

Manufacturer narrative:
.